Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic umbilical hernia repair with mesh placement. He had revision surgery 4 months post-surgery. He underwent a laparoscopic lysis of adhesions with open umbilical hernia repair without mesh. The patient experienced significant mental and physical pain and suffering, have sustained permanent injury, permanent and substantial physical deformity, have undergone and will have to undergo corrective surgery and surgeries.

Manufacturer narrative:
Additional information: a4, b7, h6(patient codes), additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Patient is deceased. Not related to mesh. Patient status and general text changed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of umbilical hernia. It was reported that after implant, the patient experienced hernia recurrence, adhesions, pain, mental pain and suffering, and deformity. Post-operative patient treatment included revision surgery, lysis of adhesions, and hernia repair with mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.